Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation it was reported that the sheath of a rosch-uchida transjugular liver access set separated. The device was required for a transjugular intrahepatic portosystemic shunt (tips) procedure. The customer stated the sheath had detached. However, upon device return, no damage was noted to the sheath except for the tip. This complaint will investigate the damage to the sheath tip. A replacement device was used to complete the procedure, and no adverse effects have been reported. Reviews of the complaint history, device history record (DHR), and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One used partial set was received. The sheath tip was folded inward and out of round. There is no indication the complaint device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the DHR for the reported lot and related subassembly lot and records no relevant non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. Cook did not identify any nonconforming material in house or in the field. This device is not currently packaged with instructions for use. Based on the information provided, inspection of the returned device, and the results of the investigation, cook concluded the cause of event to be component failure without any manufacturing or design deficiencies. It is likely that as the sheath was being advanced, the distal tip became damaged. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Upon preliminary investigation of the returned device, it was discovered that the sheath was not detached. However, the tip of the sheath was damaged.

Event description:
It was reported that the sheath of a rosch-uchida transjugular liver access set separated. The device was required for a transjugular intrahepatic portosystemic shunt (tips) procedure. During the puncture, the "sheath detached". An additional like device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.